Event description:
Analyzer giving sodium results 12-14 mmol lower than lab analyzer and radiometer abl835 located in itu. The analyzer gave no calibration or qc error messages. No analyzer gave no calibration or qc error messages. No patients were treated based on the sodium results. The sodium reference membrane was replaced and the analyzer measured correctly.

Manufacturer narrative:
Evaluation in progress. Radiometer medical aps is still evaluating and investigating the reference membrane to find the root cause. A follow-up report will be submitted. See scanned pages.